Event description:
The customer reported a ma error was displayed on the system and the system continues to reboot to reboot itself. The case was finished with another carm at site. No patient injury was reported.